Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had high blood glucose levels and no delivery alarm on the insulin pump. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose level via bolus delivery and manual injection. Customer changed out their complete infusion set and reservoir to resolve the no delivery alarm. No product was returned for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.